Event description:
Patient had a clayton procedure and metatarsaphalangeal joint fusion with a plate with screws to the right great toe on 6/13/90. In may, 1993 stepped in a hole, experiencing pain afterards. Radiographic exam verified head of one screw was broken, as well as two breaks found in the plate. Surgical intervention on 9/16/93 to remove hardware.